Event description:
It was reported that during the pre-implant inspection, the helix of the lead did not advance after 20 turns. The physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: unknown evaluation summary: the full lead was returned and analyzed. No anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.